Manufacturer narrative:
Following the submission of the initial MDR, it was determined that the reported event was not reportable to the FDA as it is not likely to cause or contribute to serious injury or death. If we receive any information that changes this decision, another follow up MDR will be submitted.

Event description:
No additional information.

Event description:
The patient's infusion ended in 2024, and when the indwelling needle was used to seal the tube, the outer packaging of the prefilled catheter irrigator was found to be damaged.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.